Manufacturer narrative:
Clinical code: 4597 - aneurysm expansion: site reported the event as aortic aneurism enlargement. Impact code: 4625 - additional surgery: the site reported treatment of the event was tevar (thoracic endovascular aortic repair) extension. Medical device problem code: 2993 - adverse event without identified device or use problem: the site didn't report that the event was related to a device failure/deficiency. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 3331 - analysis of production records: comprehensive batch review was performed, no issues identified. Device was manufactured to specification. 4110 - trend analysis: four year review was performed for thoraflex hybrid > medical event > aneurysm > enlargement, this gave an occurrence rate of (B)(4). No trend identified requiring action at this time. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available: 22 - known inherent risk of device: within IFU (instructions for use) thoraflex hybrid us IFU (301-213-usen) rev 2.0 section 6.1 table 2 mentions aneurysm enlargement.

Event description:
Event reported by extend study. (Extend - (B)(4).3 patient: (B)(6), a black female with aortic aneurysm (fusiform shape), experienced an event of aortic aneurism enlargement. The patient underwent an open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 2023. On post operative day 384 (on (B)(6) 2024), patient: (B)(6) had an ae of aortic aneurism enlargement (pre-tevar cta (1 year post-thoraflex implant) showed increase in diameter of the aorta at the junction of the arch and descending segment (6.7cm, up from 5.9cm). Treatment of the event included tevar (thoracic endovascular aortic repair) extension. The outcome of this ae is unknown. The patient continued in the study. The investigator considered the event of aortic aneurism enlargement as moderate severity and not related to the device. However, the mm assessed it as related to the thoraflex hybrid plexus device.).